Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have escaped the lrs chamber early in the platelet collection. It is also possible that the multiple access alerts that occurred during the procedure may have disturbed the steady state of the lrs chamber, possibly causing more cells than expected to escape. Based on the available information, it is also possible that this failure could be donor-related.

Event description:
Donor unit #: (B)(4).